Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the tamper seal to be broken, a cracked plunger case, and a damaged bottom case. There was no evidence of the reported problem in the device's event history log. Functional testing was conducted. Upon review, the reported problem was duplicated. It was determined that there was no grease on the plunger tube and the plunger case seal came loose from the case. The plunger tube seal was replaced, and a light coat of grease was applied on the plunger tube. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown; d4: UDI updated; g5: updated, corrected data: health effects corrected

Manufacturer narrative:
(UDI) and g5 are unknown; no further information provided at this time. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has a damaged barrel clamp seal. No patient injury reported.